Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing log it indicated a malfunction in the pdu. Upon troubleshooting, fse found that the ny15 and ny16 boards were defective. To resolve the issue fse replaced the ny15 and ny16 boards, as well as the control module and dc modules and return the part for further analysis, but no failure found. After hardware replacement, the appropriate software was installed on the pdm (power distribution module), the system was confirmed to be operating normally. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the system would not boot into clinical applications. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.